Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable total protein gen.2, cholesterol gen.2, albumin gen.2, and triglyceride results from nine patient samples tested on the cobas c 703 analytical unit. The following are examples of patient samples with discrepant results from the list provided: patient sample 1 total protein the initial result was 14 g/l. The repeat result was 63 g/l. Patient sample 2 cholesterol the initial result was 0.29 mmol/l. The repeat result was 5.45 mmol/l. Patient sample 3 albumin the initial result was 1. The repeat result was 43. Patient sample 4 triglycerides the initial result was 0.12. The repeat result was 3.04. The units of measurement for the other assays were not provided. The initial results were deemed critically or unusually low. The repeat results were within the expected or normal ranges. The field service engineer inspected and repaired the analyzer. The issue was not resolved. On (B)(6) 2026, new questionable results were reported: patient sample 5 total protein the initial result was <2 g/l. The repeat result was 69 g/l. Patient sample 6 cholesterol the initial result was 0.18 mmol/l. The repeat result was 7.6 mmol/l.

Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. The field service engineer further inspected the analyzer and determined that fluidic contamination was the root cause. He found residual contamination within the sample and reagent probe flowpath lines, leading to imprecise aspiration or carryover. He then performed deep decontamination of the analyzer, performed automated adjustments of the probes, and fluidic verifications of all wash stations and the vacuum/pressure system. He verified the analyzer's performance with diagnostic instrument and harware checks and customer-run calibrations and qcs. The investigation is ongoing.